Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, anaemia, fatigue, gastrointestinal disorder, nausea, migraine, headache, visual impairment and weight increased had resolved and the hypersensitivity and psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pain/pelvic pain, abdominal pain, dysmenorrhea (cramping), apareunia, menorrhagia (heavy menstrual bleeding), anemia, hypersensitivity, psych injury, fatigue, gi conditions, nausea, migraines, headaches, vision problems and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: plaintiff's date of birth added. Date of implant updated. Date of explant added. This case become incident. Event injury was updated to chronic pain/pelvic pain. Following events were added: abdominal pain, dysmennorhea (cramping), apareunia, menorrhagia (heavy menstrual bleeding), anemia, hypersensitivity, psych injury, fatigue, gi conditions, nausea, migraines, headaches, vision problems and weight gain. Reporter information was updated. Lab data was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain/pelvic area pain') in an adult female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nora b and mirena. On (B)(6) 2011, the patient had essure inserted. In march 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pruritus ("allergic or hypersensitivity reaction type: itching"). In 2014, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), gastrointestinal disorder ("gi condition/gastrointestinal or digestive system condition"), vision blurred ("vision problems/vision/eye problems type: blurred vision") and depression ("psychological or psychiatric problems condition: depression"). In june 2017, the patient experienced anaemia ("anemia/blood or heart disorder/condition-type: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity/ allergic reaction"), psychological trauma ("psych injury"), headache ("headaches"), back pain ("back pain"), pain in extremity ("legs pain/ arms pain"), neck pain ("neck pain") and eye pain ("eyes pain"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, anaemia, hypersensitivity, fatigue, gastrointestinal disorder, nausea, migraine, headache, vision blurred, weight increased, vaginal haemorrhage, pruritus, back pain, pain in extremity, neck pain and eye pain had resolved and the psychological trauma and depression outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, depression, dysmenorrhoea, eye pain, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, nausea, neck pain, pain in extremity, pelvic pain, pruritus, psychological trauma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pain/pelvic pain, abdominal pain, dysmenorrhea (cramping), apareunia, menorrhagia (heavy menstrual bleeding), anemia, hypersensitivity, psych injury, fatigue, gi conditions, nausea, migraines, headaches, vision problems and weight gain. Current weight 196 lbs. 3 trailing coils present on the right. 1 trailing coil on left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: bilateral fallopian tube occlusion.; on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Reporter information, lot number, historical drugs, lab data added.events : abnormal bleeding (vaginal) , allergic or hypersensitivity reaction type: itching, , apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, back pain , legs pain/ arms pain , neck pain, eyes pain added. Event vision problems was updated to vision/eye problems type: blurred vision. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain/pelvic area pain') in an adult female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nora b and mirena. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pruritus allergic ("allergic or hypersensitivity reaction type: itching"). In 2014, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), gastrointestinal disorder ("gi condition/gastrointestinal or digestive system condition"), vision blurred ("vision problems/vision/eye problems type: blurred vision") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2017, the patient experienced anaemia ("anemia/blood or heart disorder/condition-type: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity/ allergic reaction"), psychological trauma ("psych injury"), headache ("headaches"), back pain ("back pain"), pain in extremity ("legs pain/ arms pain"), neck pain ("neck pain") and eye pain ("eyes pain"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, female sexual dysfunction, menorrhagia, anaemia, hypersensitivity, fatigue, gastrointestinal disorder, nausea, migraine, headache, vision blurred, weight increased, vaginal haemorrhage, pruritus allergic, back pain, pain in extremity, neck pain and eye pain had resolved and the psychological trauma and depression outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, depression, dysmenorrhoea, eye pain, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, nausea, neck pain, pain in extremity, pelvic pain, pruritus allergic, psychological trauma, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pain/pelvic pain, abdominal pain, dysmenorrhea (cramping), apareunia, menorrhagia (heavy menstrual bleeding), anemia, hypersensitivity, psych injury, fatigue, gi conditions, nausea, migraines, headaches, vision problems and weight gain. Current weight 196 lbs. 3 trailing coils present on the right. 1 trailing coil on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: bilateral fallopian tube occlusion.; on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc(product technical complaints). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.